Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a compromised force sensor system alarm on the insulin pump. The alarm occurred when they were changing the infusion set. They had not been able to use the device since then. The customer¿s blood glucose was 5.8 mmol/l. They could not perform the self-test because the device was unresponsive. The device will be replaced. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test but compromised forced sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, compromised forced sensor system and excessive no delivery test due to compromised forced sensor system. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.